Manufacturer narrative:
Device returned for evaluation on 15 december, 2015. Evaluation narrative - two curved ultra fast-fix assemblies was returned for evaluation. Visual assessment showed the depth limiter has been removed from each device. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on either device. No ts or suture were returned for examination. The dimple has been compressed on each device needle further confirming complete deployment. Dimensional assessment of the needles found them to meet print specification. Reported complaint of non-deployment cannot be confirmed. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. In the event the sample is returned for evaluation, the complaint will be reopened for additional investigation. No further investigation is warranted at this time.

Event description:
Reportedly, the surgeon was unable to engage the second implant. When removing the inserter device, it was noted that the second implant was in the joint space. The surgeon then removed both implants from the joint space. There was no report of patient injury or surgical delay received.